Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and urinary tract infection on (B)(6) 2018 with unknown blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer's current blood glucose is 177 mg/dl. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be and sensor will be returned for analysis.